Event description:
During the routine follow-up of the device involved in this report, a ventricular tachycardia recorded episodes only showed the atp therapy, but the onset of the arrhythmia was missing.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Code: other: review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time.